Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that aux hh drawer 2.2 was unable to recover due to it not registering as closed. A field service engineer (fse) powered off the station, and the drawer was removed for inspection. A broken plunger spring was identified and replaced. The drawer was reinstalled, and the station was powered back on. The drawer was successfully opened and closed in the hardware test application (hta), and the final drawer test for 2.2 passed. Results were saved to the d-drive. After rebooting, customer successfully inventoried multiple medications in auxiliary 2.2, and the drawer tested good in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and was unable to be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and was unable to be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.